Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure the system was initially activated and the stimulation covered only the right upper limb instead of the left side where it was needed. Postoperative x-rays displayed that the paddle lead migrated from the left side intraoperatively to the right side postoperatively. The patient underwent a revision procedure several days later where the lead was repositioned. No devices were implanted or explanted. The patient was doing well postoperatively.